Manufacturer narrative:
The actual device was returned and evaluated. After the actual sample was rinsed and dried, visual inspection confirmed there were no anomalies, including a crack that would relate to the reported leak. Closer inspection of the joint between the blood inlet port and the tube found that the tube had been inserted over the port up to the second barb without having a tie band to secure it. The blood inlet port cover was removed to inspect the inside port for any anomalies, such as a crack, that would relate to the reported leak but none were found. The actual sample was then performance tested by being built into a circuit with tubes. Room temperature saline solution was circulated in it at a flow rate of 3.5l/min using a roller pump, and the back flow rate was set at 300mmhg for six (6) hours. The leak could not be reproduced. The tube was bent, but still no leak was produced. The actual device was then subjected to another pressure test by filling the device with saline and applying gradual pressure from the blood inlet port. A leak occurred at the joint of the tube and the blood inlet port when the pressure reached approximately 1.0kgf/cm2, which is a pressure that is never applied to an extracorporeal circulation in a normal clinical setting. Since a leak was noted at the joint between the tube and the blood inlet port, the tube was removed for further inspection. No anomalies were found and the outside diameter of the blood inlet port met product specifications. A factory retained tube was then jointed to the blood inlet port and a tie-band was applied to the joint. With the blood outlet port clamped, saline solution was circulated at a pressure of approximately 2.0kgf/cm2. No leak was observed either from the oxygenator module or at the joint of the blood inlet port and tube. A review of the manufacturing and shipping inspection records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Device labeling does address the potential for such an event in the instructions-for-use by statements such as, "band all connections in the circuit." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that a slight blood leak occurred while using a capiox rx25 oxygenator during a bypass procedure on full flow (3.5l) that lasted 75 minutes total involving a 50kg, 150cm female. At the 30 minute mark during the procedure, two (2) drops of blood were noticed by the attending physician on the floor directly below the oxygenator. Only one (1) additional drop of blood was noticed during the remaining 45 minutes of the procedure. The patient's oxygen levels and pressures were normal throughout the case. The procedure was completed successfully and there was no harm to the patient.